Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and screen of insulin pump was hard to read due to scratches. The customer¿s blood glucose level was 524 mg/dl. The customer also reported that they received off no power alarm and battery out limit. The insulin pump alarmed unexpected restart. The insulin pump will not be returned for analysis.